Event description:
During testing, it was reported that there was a broken bur inside the attachment. No additional information was provided by the user facility.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Upon visual examination, a broken bur was discovered within the attachment. The root cause of this malfunction is unknown.